Manufacturer narrative:
Event date: this occurred on an unspecified date in (B)(6) 2021. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set would not flow. This issues was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The actual unit was gravity tested in the laboratory via methylene blue; then leak tested under water and the administered solution was running correctly through the set. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.